Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the pump modules had cracks on external door hinge. There was no patient impact.

Manufacturer narrative:
Additional information : remedial action required and remedial action #.

Event description:
It was reported that the pump modules had cracks on external door hinge. There was no patient impact.